Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: during the case. The pt's membrane was stiff; therefore, it was hard to avulse. It took six hours to finish the surgery. Eventually, the tissue pad came off of the device. Another device was used to complete the case.